Manufacturer narrative:
Block b3: exact date unknown, event occurred ten days prior the date the manufacture was made aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient was experiencing inadequate pain relief despite multiple reprogramming. The patient underwent spinal cord stimulator (scs) explant procedure. The explanted products will not be returned as there was no rep present during the procedure.